Manufacturer narrative:
Hamilton medical ag case number: cer (B)(4). A root cause was found: the vu esm board needed to be replaced.

Event description:
The following was reported to hamilton medical ag: summary: unit does not start up. No patient harm reported.

Event description:
The following was reported to hamilton medical ag: summary: unit does not start up. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h4.